Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the stainless steel tube, and the outer sheath at the end of the stiffening mandrel were kinked. The clear outer sheath at the guidewire access sheath (gas) was stretched out and kinking. The gas ramp was found kinked and a misalignment between the inner shaft and the outer sheath was noted. The inner shaft was found broken/ detached in the same location of the gas. Functional evaluation was performed. A test 0.035" guidewire was inserted through the delivery system from the distal tip of the catheter and it did not exit at the guidewire access port due to the kink observed at gas ramp, the misalignment between the inner shaft and the outer sheath, and the broken/ detached inner sheath at the gas section. No other issues with the stent and delivery system were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The directions for use cited: " note: do not remove the shipping mandrel from the leading end of the device..., this will facilitate guidewire access." The dfu also states: " the shipping mandrel will be pushed out as the guidewire is inserted. Do not remove the shipping mandrel before loading the guidewire.". However, the complainant reported that the shipping mandrel was manually removed from the device. This could have caused the inability of the inner member to maintain its alignment with the outer sheath, and the failure to exit the guidewire at the gas section. Per analysis, the reported event and the observed failures were likely due to the amount of force applied to the push the delivery system over the guidewire. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant hilar biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, the shipping mandrel was manually removed prior to loading the guidewire. During the procedure, the guidewire failed to exit at the guidewire rx port, and the outer sheath of the delivery system was bent. The stent and delivery system were removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner sheath was found broken/detached.